Event description:
The reporter stated as the surgeon was inserting an aq2010v silicone three piece lens, the haptic became stuck in the cartridge and tore. The lens was inserted and removed with no pt injury, no sutures. Another same model lens was implanted. The reporter stated the cause of the damaged haptic was due to the way the lens was loaded.

Manufacturer narrative:
(B) (4). (B) (4).